Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed a major bacterial driveline infection on (B)(6) 2023. The patient was admitted on (B)(6) 2023. They received drug therapy and debridement at the exit site of the driveline. The cause of the infection was thought to be patient non-compliance with device maintenance and complexities of medical management; the patient was noted to have often touched the exit site of the driveline which might have caused the infection at the driveline exit site area. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.